Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented for unrelated generator change. During the generator change, the rv lead was imaged and it was noted there were externalized conductors. The lead measures fine electrically and no noise was noted on the lead. Due to the patients anatomy and the vein being occluded, the lead remains implanted and active. Patient is doing well and will continue to be monitored.